Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: there was no evidence of moisture in the battery compartment. The pump did fail a leak test as a result of damage to the battery compartment.